Manufacturer narrative:
(B) (4). Eval, results and conclusions - tortuosity, severe calcification, stenosis, relevant stent used in conjunction with another brand of stent, ivus, damage to the stent and stent thrombosis, no device received for eval, stent.

Event description:
Non-q-wave myocardial infarction occured on same day as the procedure. Additional information received indicated that the endeavor sprint stent was deployed at the proximal - mid lad, not 1st diagonal, as previously indicated.

Event description:
A 3.0mm diameter x 9mm length endeavor sprint rx drug-eluting coronary stent was deployed into a pt. The target lesion, located in the lad # 9 was described as moderately tortuous and severely calcified with 51.07% stenosis. Prior to this, the lesion was rotated with a rota device and pre-dilated with a balloon dilatation catheter; then another manufacture stent was deployed at lad # 9. The relevant stent was deployed overlapping the stent deployed at lad # 9. However, ECG performed few hours after the procedure showed st elevation. Cag confirmed stent thrombosis in the proximal part of the relevant stent (proximal to the overlapped part). Stent deformation was also noted. Iabp was inserted then thrombus aspiration and poba were performed and another MFR stent was deployed. The pt is reported to be recovered and no other clinical sequelae were reported. It was reported that when removing the ivus, it caught the stent. The physician commented that acute recoiling or shortening of the relevant stent might be associated wit the stent thrombosis. Severe tortuosity of the vessel around the lesion might have caused malapposition of the stent. The physician also commented that the event occurred most likely due to pt morphology and was not related to the relevant device.

Manufacturer narrative:
(B)(4)